Event description:
On (B)(6) 2014, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. It was reported that pre-operative images showed the iliac arteries to be highly calcified. It was determined prior to the procedure that access could not be obtained through the iliac arteries and a conduit was not possible. It was reported that access was obtained by means of a cut down with direct exposure into the abdominal aorta. Reportedly, as the gore dryseal sheath was advanced into the abdominal aorta the vessel ruptured resulting in blood loss (amount unknown) and an intra-operative transfusion of blood products. The patient was stabilized and the rupture was repaired with the implantation of a gore excluder aaa endoprosthesis. The procedure concluded without implantation of the ctag device and the patient tolerated the procedure. It was reported the rupture was caused by the patient¿s extremely friable abdominal aorta and not device related.

Manufacturer narrative:
Concomitant products: patient medications include lasix, klor-con, nexium, clopidogrel bisulfate, isosorbide mononitrate, flaxseed oil, aspirin, bisoprolo fumarate, lorcet, sertraline hci, trazodone hci, atorvastatin calcium, lidoderm and clonazepam. (B)(4) ¿ the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).